Event description:
Additional information received reported that the cause of the event was a discrepancy between the recharger and patient programmer. It was noted that impedances were checked on (B)(6)-2012 and were found to be less than 2000 ohms. It was stated that during reprogramming, the output was lowered and found that the programmer and recharger were "fully operational." No surgical interventions, x-rays, mris, or CT scans were performed. There was no hospitalization involved, and the patient reportedly recovered without sequelae.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was off and was 100% charged. It was turned on and showed one bar. A recharge session brought the ins to a full charge, however, a short time after the ins showed a "dead battery." The gait symptoms were worse than normal and the patient was tired and could not walk. Additional information has been requested, but was not available as of the date of this report.